Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device logs. According to the information provided by the field service engineer (fse), it was found that the pressure transducer printed circuit board (pcb) was defective and the part has been replaced. No parts were returned for further analysis. The root cause for the reported problem could not be determined.

Event description:
Manufacturer ref.#: (B)(4).